Manufacturer narrative:
Correction - added oversensing under medical device problem code in h6.

Event description:
It was reported that the patient presented to the clinic remotely for a follow-up on 2 mar 2023. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) caused inappropriate shock therapy due to external noise. The device was not reprogrammed. The patient was in stable condition.